Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve was implanted to the patient. Doi and initial setting were unknown. There was a suspicion of valve damage by image. The revision surgery was performed on (B)(6) and breakage was confirmed on the product. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
After implanting the valve in (B)(6) at setting 4, an image was taken and showed a breakage. A craniotomy procedure was performed and confirmed the breakage of the valve. The revision surgery was performed on (B)(6) 2018. The surgeon commented that attention is necessary as there is a possibility of damage depending on the setting position. He/she wants the sg connect part to be strengthened. Original disease: none. There is no contamination of blood and debris into the cerebrospinal fluid.

Manufacturer narrative:
Additional event and patient information has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 3. The valve was visually inspected: the silicone housing around the siphon guard was cut/torn. A review of manufacturing records was not possible, as not lot number information was provided. The root cause for the tear/cut in the silicone housing is likely due to the user. As noted in the IFU silicone has a low tear / cut resistance. Previous investigation of this issue concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.